Event description:
It was reported that resistance was experienced when removing the catheter from its packaging and the catheter broke upon removal. There was no patient involvement.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Device analysis identified that catheter outer shaft was separated and the inner braided shaft was intact, but stretched. It was also observed that the catheter was severely stretched on its proximal shaft and it was kinked and stretched just distal to the outer shaft separation. All other catheter measurements were found within specification. Based on analysis and information available, it is probable that failure to flush the dispenser hoop prior to removing the device and excessive force against resistance most likely resulted in the observed issues. The device directions for use contains specific instructions and warnings to flush the dispenser hoop prior to removal and to not advance/withdraw the device against resistance. Therefore, a root cause of failure to follow instructions has been assigned to this investigation.

Event description:
It was reported that resistance was experienced when removing the catheter from its packaging and the catheter broke upon removal. There was no patient involvement.